Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they needed to go to the emergency room (ER) on or about (B)(6) 2021 because their blood glucose (bg) went too low. They tested their bg with a finger stick back up meter and it read 30 mg/dl. They then ate and drank something to bring it up, then called their son and they came over and decided to get the patient to the hospital. They admitted the patient to keep them for observation overnight. The patient is blaming the cgm (bg meter) for their low bg because they said it wasn't calibrated correctly. They did say their bg was tending to drop overnight or during the night and the doctor has since lowered their basal for daytime settings. The patient was diagnosed with hypoglycemia and treated with intravenous therapy with potassium.